Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced low blood glucose of 50mg/dl which was treated with food. Customer reports programming was accurate. Insulin pump will not be return for analysis.